Event description:
A customer reported that a siltex high profile memorygel breast implant (4000 series) had the correct product description, catalog number, lot number and serial number on the outside carton label; however, the series number was incorrect (7000 series). Although this will not effect the proper identification of this product size, shape and intended use or the instructions for use, an investigation has been initiated by mentor.